Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1.

Event description:
Physician reported left side "breast implant rupture" later confirmed via MRI as "intracapsular rupture with peri-prosthetic liquid effusion without formal sign of extracapsular rupture." The device has been replaced.

Manufacturer narrative:
Date of birth: (B)(6) 1974. Continued partial implant date: (B)(6) 2013. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: "breast implant rupture."

Event description:
Physician reported left side "breast implant rupture" later confirmed via MRI as "intracapsular rupture with peri-prosthetic liquid effusion without formal sign of extracapsular rupture." The device has been replaced.

Event description:
Physician reported left side "breast implant rupture" later confirmed via MRI as "intracapsular rupture with peri-prosthetic liquid effusion without formal sign of extracapsular rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, opening, crease fold. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening."